Event description:
Additional information obtained, identified the pain located at the ipg site persists. Reportedly, the patient is experiencing numbness in their leg to the heel of their foot. In turn, the patient may meet with a physician for further evaluation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. In turn, the patient was prescribed antibiotics and labs were ordered.

Event description:
Additional information obtained, identified the issue still persists. Medical intervention may occur later to address the issue.